Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and admitted to hospital due to hyperglycemia and diabetic ketoacidosis on (B)(6), 2019 with blood glucose level 482 mg/dl and treated with insulin intravenous drip at hospital. The customer blood glucose level was 296 mg/dl, more than 600 mg/dl at the time of incident and other blood glucose level was 298 mg/dl to 288 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump and manual injections. Customer did not allege insulin pump was under delivering. Customer declined high blood glucose troubleshooting. Customer reports insulin pump had no delivery alarm, which did not occur during manual prime. Customer reports event was resolved by changing complete set. The reservoir will be and insulin pump will not be returned for analysis.